Event description:
An end user called in and stated he noted redness with itching beneath tape border. The end user also stated his skin is not open.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he uses alcohol and a protective barrier on his skin. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.